Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the patient outlet fitting was showing evidence of having been subjected to impact force, which caused it to become dislodged from the enclosure. The customer reported issue was confirmed. The cause of the issue was found to be that the patient outlet fitting was subjected to impact force. The patient outlet fitting was reattached. At this time, no repairs have been made as we are awaiting confirmation from the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was found with damage. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
UDI related data quality updates only.